Event description:
It was reported that the patient experienced an infection at the implant site approximately one month after implant. The patient experienced fever, redness, swelling, drainage, pain, and incisional opening. A culture from the device pocket grew (B)(6) and the patient was treated with IV antibiotics and the implantable neurostimulator was removed. It was reported that the patient had an increased risk factor due to debilitated status and the patient outcome was reported as ongoing. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model: 39286-65 lot#: v543488043 implanted: (B)(6) 2012 explanted: 2012; extension model: 3708140 serial#: (B)(4) implanted: unk explanted: unk; extension model: 3708140 serial#: (B)(4) implanted: unk explanted: unk; anchor model: unk lot#: unk implanted: unk explanted: unk; anchor model: unk lot#: unk implanted: unk explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of neurostimulator model 37714, serial# (B)(4) showed no anomalies. Analysis of lead model 39286-65, serial# (B)(4) showed no significant anomalies. Analysis of extension model 3708140, serial# (B)(4) showed no significant anomalies. The body of the extension was cut through. Analysis of extension model 3708140, serial# (B)(4) showed no significant anomalies. The body of the extension was cut through. Analysis of anchor model unk, lot# unk, showed no anomalies. Analysis of anchor model unk, lot# unk, showed no significant anomalies. The winged anchor had been cut.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.